Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00522. The field service representative (fsr) spoke with the customer and they confirmed that the user never reassigned the temperature modules in the beginning of the case.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) switched out the temperature modules from one system to another and the temperatures were fluctuating. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.